Manufacturer narrative:
(B)(4). Type of investigation :lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -8.00/+1.00/072 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. There was report of pupil block and elevated intraocular pressure; on (B)(6) 2022 it was also noted patient experienced mid dilated pupil; uncorrected visual acuity; corneal edema and a yag pi surgery was performed which relieved the pressure and when the patient returned (B)(6) 2022 they had improved visual acuity/reduced intraocular pressure and mid-dilated pupil. The problem was marked as resolved but noted patient is scheduled to come in for a 1 month follow up.

Manufacturer narrative:
B5 - it was later clarified that "examination on (B)(6) 2022- demonstrated reduced uncorrected visual acuity of 20/32; mild corneal edema; a mid-dilated pupil and non-patent peripheral iridotomy od. Repeat laser iridotomy od immediately relieved the pressure; and the subject returned the following day (B)(6) 2022, with improved visual acuity; reduced intraocular pressure and persistent mid-dilated pupil." The problem was resolved. Claim#: (B)(4).